Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of migration, fainting, "repetitive vasovagal responses," drainage, and "parts of the face will go numb¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: adverse events: the following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery. Device/injection-related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Instructions for use: patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. The health care professional should instruct the patient to promptly report any evidence of problems possibly associated with the use of juvéderm voluma® xc.

Event description:
Healthcare professional reports "on bone" self injection with 1 cc juvéderm voluma® xc "on the rim of the apple of the cheek" (each cheek). Additional injection reported a month prior. 1 month later, the consumer was seen by an eye surgeon and injected with hylenex. "A dramatic effect from the hylenex" was experienced and the consumer is "now nonfunctional." Initially after receiving hylenex, patient felt fine and 15-10 minutes later, a "embolism sort of reaction, heat flash, break around sinuses, felt it went down the left side of face, down the left side of body, down the left leg and felt like it was jumping between the heart and lung." Patient reports feeling it jumping. Due to the patient's vital, the patient was put on a crash cart and rushed to CT to "make sure of whatever." CT scan results noted as normal, lumbar disc bulge in plate osteophyte ridging. The following week the patient noticed the juvéderm voluma® xc had migrated and attempted to "move the product back to where it was supposed to go." When trying to move the product "repetitive vasovagal responses" were experienced. Patient reports "perpetually fainting." Due to the vasovagal responses, the consumer was unable to inject with hylenex and kept passing out when the injection was attempted. Patient has been hospitalized repeatedly and noted "ongoing issues, weird drainage, black out events, on the floor in tremors, parts of the face and back will go numb." Symptoms "have gone on for weeks and weeks." Multiple doctors have been seen, however none know what happened. Patient states that "greatest issue was with hylenex," "everything was from the hylenex" and aes "primarily regarding hylenex." Patient history of hasimoto's disease. Previous injection of fillers, lip only. Symptoms have not resolved. This is the same event and the same patient reported under 3005113652-2018-00658 ((B)(4)). This MDR is being submitted for the second injection of juvéderm voluma® xc.